Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that upon removal, the inner portion of the tampon pulled away from the cover, leaving the outer cover in the vaginal canal. She also stated that manual removal of the outer cover was successful; however, medical attention was seen for assistance in removing remaining fibers on (B)(6) 2018. We have followed up three times with the consumer ((B)(6) 2018) with a fourth follow up scheduled for (B)(6)2018. On (B)(6) 2018 consumer stated she was doing well and had a follow up medical visit scheduled for (B)(6) 2018. No further information is available at this time.